Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) needs repair, this unit is used for training. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) needs repair, this unit is used for training. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found trainer cable (blue) broken and replaced. Function checked - all now ok.